Event description:
A 26 mm diameter x 15 mm x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient has a history of coronary artery disease chronic atrial fibrillation, diverticulitis and a prior myocardial infarction. It was reported that during stent graft implant, the patient's iliac arteries were extremely tortuous; however, the stent grafts were successfully implanted without complicaton. Recently the patient returned with acute thrombosis of the left limb of the stent graft. There was a large amount of clot found in the iliac system as well as the femoral and profunda femoris system. Retrograde access for full trhombectomy of the left limb of the stent could not be accessed as both the right and left iliac systems were extremely tortuous and neither limb could be accessed in a retrograde fashion with guidewires. An attemp at antegrade access was also unscuccessful as the clot was fairly impacted and despite multiple catheters and guidewires, trhombectomy could be accomplished. Also with a retrograde right iliac arteriogram, there was a question of dislodgement of the left limb of the stent graft. A thrombectomy was performed after the femoral artery was dissected an adequate amount. A large amount of thrombus was evacuated. Further more aggressive attempts with stiffer wires and different catheters were unsuccessful; therefore, it was elected to proceed with an open repair. Upon explant it appeared that the limb dislodgement had not occurred, and that this was likely a cardiac embolism with very thick and tenacioius well-formed thrombus lodged into the office of the left limb stent graft. At explant, the entire graft was found to be well incorporated with tissue, and strongly attached to the vessels. There were a few bleeding lumbar arteries found which were over sewn. A dacron graft was sewn into place. The patient tolerated the procedure well and was sent to the recovery room in satisfactory condition. No additional clinical sequelae were reported. The explanted stent graft returned to medtronic and its evaluation has been completed. Evaluation summary: upon examination of the graft, a large amount of clotted blood was identified throughout the graft; primarily within the bifurcated aortic body and contralateral limb near the flow divider. Tissue/thrombus was observed covering holes in the fabric (tissue encapsulated the entire graft), and no endoleaks were reported in this area.